Event description:
Per report rec'd from foreign MFR: it was reported that the balloon of this device became detached from the device during an angioplasty procedure in south africa. The missing portion of the device was not found and the pt is reported as having returned home and is fine.